Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop idle current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit uploaded properly using carelink pro. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. Unit had cracked reservoir tube lip.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 40 mg/dl at the time of admission, and 375 mg/dl at the time of the call. The customer was given glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered even after the customer canceled insulin delivery. Troubleshooting was not completed as the customer declined. The customer had been experiencing a lot of highs and believes the pump was also under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, off no power alarm test, unexpected restart error test. And displacement accuracy test. The stop idle current and run current measurement tests are within specification. The device uploaded properly using carelink pro. It was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly was noted during testing. The device had a cracked reservoir tube lip.